Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Lvad pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 44 high watt alarms logged since (B)(6) 2017. Log files indicate an increase in power consumption starting on (B)(6) 2016 leading to current parameters outside the normal operating range, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinical factors may have contributed to the reported event and related comorbidities, anticoagulation therapy may have also been a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient presented to the hospital emergency with high watt alarms on the morning of (B)(6) 2017. Patient was flown to implanting center by stat transport for evaluation on (B)(6) 2017. Ramp echocardiogram (echo) showed no change in left ventricle (lv) size and aortic valve not opening. Patient admitted to the intensive care (ICU) for medical management of suspected thrombus. Post medical management with tissue plasminogen activator (tpa), patient parameters went back to normal levels. Patient is to be transferred to the step down floor for evaluation prior to discharge home on (B)(6) 2017. No additional information available.